Manufacturer narrative:
(B)(6) (B)(4) .the subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 due to helical blade migration and patient pain. The trochanteric fixation nail advanced (tfna) system was initially implanted on (B)(6) 2016. On an unknown date, the patient reported pain and an x-ray (date unknown) revealed the helical blade had migrated medially through the tfna nail. The helical blade was easily removed and the patient was revised with a tfna screw. There was no report of surgical delay during the revision surgery and the patient's postoperative status was stable. This report is 1 of 1 for (B)(4).